Event description:
It was reported that the device had failed dso cal. The event happened during testing.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported indicates a problem with the dso, the problem was confirmed and it was discovered that the problem was related to the dso seal. Visual and functional testing was performed. The dso seal was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The probable cause of the reported problem dso seal degraded.